Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was not charging and depleted faster than expected. The customer's blood glucose level was 146 mg/dl. Reportedly, the customer continued using the pump for insulin therapy. Customer declined to continue further troubleshooting with tandem technical support.